Manufacturer narrative:
(B)(4). The device was not returned. A review of the lot history record revealed no non-conformances associated with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure in an unspecified coronary artery, after inflation of an unspecified balloon dilatation catheter, when deflation of the balloon was performed by pulling negative pressure using a 20/30 indeflator inflation device, the connection between the black locking ring and the white handle of the indeflator were detached, but not completely separated into two parts as the device was attached by the plunger component; the black locking ring itself remained attached and not loose. As the balloon had been completely deflated when the detachment of the indeflator occurred, there were no adverse patient effects. The indeflator was replaced with a new indeflator and the procedure was completed without issue. There were no reported adverse patient effects and no occurrence of a clinically significant delay in the procedure. No additional information was provided.